Event description:
Pt on insulin for 1 month had been getting low readings of blood glucose on suspect device for 1 week. He ran test on suspect device and blood glucose =54 mg/dl. At ER about 20 minutes later, his blood glucose =488 pm ER meter. He was treated with insulin. The pts strips expired 10/31/1998.